Event description:
It was reported that a spectrum pump failed preventive maintenance (pm) and gave 2 ml under the set amount. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow accuracy testing the device was found to deliver within specification. The event history log (ehl) review was performed. The customer reported an event date which was after the last day of customer use recorded in the history log. On the last day of use, the customer programmed an infusion at a rate of 250 ml/hr and volume to be infused (vtbi) of 40 ml and the infusion completed without interruption at 15:12. No abnormalities were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.